Event description:
Pt reported the protective rubber on the infusion device buttons is broken and the buttons do not work correctly. The infusion device displayed an e8 power interrupt error that she was unable to clear by pressing the check button. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.